Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2023 - once they were down with the device on the scope, they fired a band but the string was caught in the band and not able to fire correctly. They used a new device and it worked fine. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? -no. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? -no. 6.3.1.3 did the patient require any additional procedures due to this occurrence? -no. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? -no. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? -no. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details. 1.0 rpn prefix: dt. 1.1 general questions: 1.1.1 please advise the anatomical location of the intended target site. -unkr. 1.1.2 what make & model of endoscope was used? -unkr. 1.1.3 was a disposable cap used at the biopsy port? N/a, yes, no -yes. If yes, please list the cap manufacturer and part number. -unkr. 1.1.4 was secure attachment of duette handle successfully accomplished at biopsy port? N/a, yes, no -yes. 1.1.5 was lubricant allowed between the inside of the ligator and the endoscope¿s distal end? N/a, yes, no -unkr. 1.1.6 was alcohol applied to the device? N/a, yes, no -no. 1.1.7 was the endoscope wiped free of fluids before attachment of the ligator barrel? N/a, yes, no -unkr. 1.1.8 was the knot in the trigger cord sealed into the hole of the handle? N/a, yes, no -yes. 1.1.9 was the endoscope curved or straight during loading of the trigger cord into the handle? N/a, curved, straight -unkr. 1.1.10 was the handle placed in the two-way position before straightening the endoscope? N/a, yes, no -unkr. 1.1.11 was the handle kept in the two-way position until ready to deploy the bands? N/a, yes, no -unkr. 1.1.12 was the handle kept in the two-way position when withdrawing the endoscope? N/a, yes, no -unkr. 1.1.13 was the complaint issue identified prior to use? N/a, yes, no -no. If yes, what was observed? 1.1.14 if performance was not what was expected, what occurred? -see event description. 1.1.15 what was the outcome? -unkr. 1.1.16 was the reason for the poor performance identified during or post the procedure? N/a, during, post -during. If yes, what was the reason identified by the user/ hospital. -see event description. 1.1.17 on what step of the procedure was the issue identified? -attempted deployment. 1.1.18 did the patient require any additional procedures as a result of this event? N/a, yes, no -no. 1.1.19 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -unkr. 1.1.20 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no -no. If yes, please specify what was observed and where on the device it was observed. 1.1.21 was the endoscope tip curved during loading of the trigger cord into the handle? -unkr. 1.2 for complaints involving the snare component, request the following: -n/a. 1.2.1 please provide the name and model number of the electrosurgical generator and endoscope used with the device. 1.2.2 what electrosurgical settings (blend) were used with the device? 1.2.3 were electrosurgical settings established with regard to the generator manufacturers specifications and the physician¿s input? N/a, yes, no. 1.2.4 were the connections between the device, active cord and electrosurgical generator unit secure? N/a, yes, no. 1.2.5 did the active cord work properly with other accessories? N/a, yes, no. 1.2.6 pre-procedure, was the snare confirmed to fully retract and extend with the catheter in a coiled position? N/a, yes, no. 1.2.7 how many resections were accomplished with the kit snare? 1.2.8 were any additional snares required to complete the procedure? N/a, yes, no.

Manufacturer narrative:
Device evaluation: 1 x dt-6-5f device of lot c1995149 was not returned to cirl for evaluation. With the information provided, a document based investigation was carried out. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution all dt-6-5f devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records for lot c1995149 did not reveal any discrepancies that could have contributed to the complaint issue. The failure has not previously occurred with lot c1995149. Based on the information to date, there are no manufacturing issues associated with lot c1995149. It should be noted that the instructions for use (ifu0026) states the following: ¿if an abnormality is detected that would prohibit proper working condition, do not use.¿ system preparation section: "with the endoscope tip straight, place the trigger cord into the slot on the spool of the multi-band ligator handle (gig. 7a) and pull down until the knot is seated in the hole of the slot (fig. 7b). Note: the knot must be seated into the hole or the handle will not function properly." "With the multi-band ligator handle in the two-way position, slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut (fig. 8). Note: care must be taken to avoid deploying a band while winding the trigger cord." There is no evidence to suggest that the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the trigger cord which may not have been wound round the handle spool tightly enough and may have gotten caught up in a band when being deployed. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Summary: the complaint is confirmed based on customer and/or rep testimony. Failure identified: does not allow for smooth movement - 01 device, confirmed used. A definitive root cause could not be determined from the available information. A possible root cause may be attributed to the trigger cord which may not have been wound round the handle spool tightly enough and may have gotten caught up in a band when being deployed. According to the initial reporter, there were adverse effects reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jan-2024.